Event description:
It was reported that during central processing procedure, the 8mm tip-up fenestrated grasper instrument coating was peeling off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.